Event description:
It was reported that during a left colostomy procedure under colonoscopy, the device the blade tip broke off and the piece was retrieved from the patient. Another like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.